Event description:
During a laparoscopic cholecysyectomy the er320 was spitting clips. No clips were placed over other clips. Another er320 was used to complete the case. There was no consequence to the patient. 5/5/97 the prodcut is not being returned as reported earlier.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.